Event description:
The customer reported a clear leak from the coulter act 5diff cap pierce (cp). The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse found that reagent syringe block was leaking because pinch valve lv12 was not working. The fse replaced pinch valve lv12, which repaired the leak. The repairs were verified per established procedures. (B)(4).